Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received a supplemental form will be completed.

Event description:
It was reported that the wake button is becoming unresponsive. Reportedly, the customer has to press the button multiple times for the pump to respond. The device turns on when plugged into a power source. There was no impact to customers' blood glucose level.